Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) could not duplicate the reported complaint. The fsr tested the monitor and it worked as intended. The fsr reinstalled the central control monitor (ccm) and performed release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The service repair technician (srt) was unable to replicate the reported complaint. The pst utilized the cursor for a few minutes on different screens to ensure it was not freezing. All performance/verification checks were performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Per field service representative (fsr), the cursor was stuck and seemed like the problem was possibly caused by physical damage to the screen. It started working normal again after she visited the facility. During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to meet specification. The ccm was monitored for 10 hours with no observation of the cursor being frozen. Per data log analysis, the log showed the system was powered on from (B)(6) 2021 to (B)(6) 2021. On (B)(6) 2021 there was no indication of any activity, same with (B)(6) 2021. The system was power cycled twice on (B)(6) 2021 but there was still no user activity in the log (screen touches). It is possible that the touch screen was not working, giving the impression the cursor was frozen. After a couple of power cycles on (B)(6) 2021 there was user activity, a perfusion screen was opened. The touch screen seemed to be operating correctly on that date.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during the use of the device for a non-clinical activity, the cursor of the central control monitor (ccm) was frozen. As mitigation, the heart lung machine (hlm) was restarted but the issue remained. There was no patient involvement.